Event description:
It was reported that the patient had problems with their neurostimulator. It was noted that the batteries ¿go dead¿ when they touch the patient¿s body.

Manufacturer narrative:
(B)(4).